Event description:
It was reported that the day after implant of the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead, the rv impedance was high for several days, then gradually drifted down and eventually was within normal limits. It was also reported that there were high short interval counts (sic). X ray confirmed the lead connector pin was seated in the device, and no nonphysiologic sensing was observed during evaluation. Defibrillation threshold testing was performed and found to be acceptable. Due to the patient¿s health it was decided that no intervention would be taken and the lead performance would be monitored. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d334drm, implantable cardioverter defibrillator (ICD), (B)(6) 2013; 5076, implantable pacing lead, (B)(6) 2013. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. An out of tolerance subthreshold lead impedance alert was recorded on 08 jun and 14 jun 2013. This appears to be related to the ventricular pace bipolar impedance value at greater than 4000 ohms.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.